Event description:
In 2008, the pt reported that the plunger of the insulin cartridge became stuck to the piston rod of the infusion device. She was instructed how to remove the plunger from the piston rod. She stated that there was a small amount of insulin in the cartridge compartment. She was instructed to dry the compartment with a cotton swab. She was educated on the proper technique for removing the insulin cartridge from the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional of second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
Codes method and results: no product will be returned for evaluation.